Manufacturer narrative:
(B)(4). Approximate age of device - 6 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported by the lvad clinician that per provided report of patient notes, the patient had a complicated chronic driveline infection. The patient is currently on chronic septra for the driveline infection-nothing topical and it is suppressed. The implanting center did not provide any additional details on the infection during the patient''s care. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.